Event description:
Pt's adverse event was forwarded to merz aesthetics, inc. By (B)(4) from merz pharmaceuticals (B)(4). Dr (B)(6) injected a male pt with 4.5 ml of radiesse into cheeks; 2.25 ml per each side. On (B)(6) 2012, he developed right cheek erosions, pain and redness; and herpes zoster v2 right, shortly after the radiesse injection. The pt was treated with aciclovir 800 mg (4x1 per day), novamin drops and ibuprofen 800 mg (4x1 per day), novamin drops and ibuprofen 800 mg, if necessary. Intensity of the incident was listed as severe. The permanency of the incident was listed as no. The pt recovered from erosions on (B)(6) 2012. The pt's recovery status from the events not listed as resolved was requested and not rec'd to date.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.